Event description:
It was reported that the device experienced an error lec (B)(4) code during maintenance checks. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the labels were undamaged and not external damage was noted. A review of the event history log was unable to confirm the reported event. A functional test of the device was able to replicate the reported event. The device displayed error code 1310 on startup. The error was cleared, and a test of the back-up capacitor was performed. The device passed the test indicating that the back-up capacitor was functioning according to specifications. The reported event was resolved. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.